Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had died 80 days after the diagnosis of peritonitis. Although the patient reportedly covered from the peritonitis, the cause of death was reported to be a combination of the peritonitis and three medical conditions unrelated to the peritonitis. On an unreported date, dianeal therapies were restarted and were ongoing until the time of death. It was not reported if autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, patient had recovered from the event. No additional information is available.